Event description:
It was reported that there was a device sensing issue on the arctic sun device. Nurse stated that the patient temperature and water temperature had been erratic and therapy stopped several times. Patient temperature was 33.9c, water temperature was 10.5c and flow rate was 2.2l/min. A foley probe was in place. The event log indicated multiple alert 50 (patient temp 1 erratic), alert 51 (patient temp 1 below control range), alarm 15 (unable to obtain a stable patient temp). Mss explained that these alerts or alarms are typically related to the temperature probe or temperature in cable. Mss recommended to change out the temperature in cable first. In case if the alert or alarms reoccur, then was directed to change the temperature probe. It was stated user had another cable. Nurse reported that the patient was actively shivering and they just gave the first dose of sedatives. Mss discussed the importance of following drug protocol for shivering and adding counter-warming if their protocol allows. Per follow up on 22oct2020 via nurse, cable had been exchanged and there were no further issues. Cable disposed of with biomed after exchange.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was a device sensing issue on the arctic sun device. Nurse stated that the patient temperature and water temperature had been erratic and therapy stopped several times. Patient temperature was 33.9c, water temperature was 10.5c and flow rate was 2.2l/min. A foley probe was in place. The event log indicated multiple alert 50 (patient temp 1 erratic), alert 51 (patient temp 1 below control range), alarm 15 (unable to obtain a stable patient temp). Ms&s explained that these alerts or alarms are typically related to the temperature probe or temperature in cable. Ms&s recommended to change out the temperature in cable first. In case if the alert or alarms reoccur, then was directed to change the temperature probe. It was stated user had another cable. Nurse reported that the patient was actively shivering and they just gave the first dose of sedatives. Ms&s discussed the importance of following drug protocol for shivering and adding counter-warming if their protocol allows. Per follow up 1 on 22oct2020 via nurse, cable had been exchanged and there were no further issues. Cable disposed of with biomed after exchange.